Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, found the customer had altered the battery terminal connections on the battery module of the perfusion system. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Per the field service representative (fsr), the customer was using alternate manufacturers batteries. They had to alter the terminal connections to connect these batteries. The unit still functions, but fsr could not change out the batteries and cabling for two year preventative maintenance (pm). The fsr recommended the customer not to use batteries from another source than the manufacturer. The battery module is considered adulterated. The perfusion system other than the battery module meet manufacturer specifications. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.